Manufacturer narrative:
Correction from ¿no load¿ to ¿the load was reprocessed.¿ asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains analysis, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. The DHR was not reviewed as the lot number was not available. Trending analysis by lot and retains testing was not performed since there is sufficient information to determine user error as the cause. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned for evaluation as there is sufficient information to determine user error as the cause. Retains analysis was not performed since there is sufficient information to determine user error as the cause. The concomitant sterrad was not evaluated since there was clear and sufficient information to determine user error as the cause of the issue. The customer reported the chamber was overloaded which can cause the chemical indicator not to change correctly. Therefore, user error was determined to be the cause of the issue. A clinical education consultant provided re-training on proper loading of the chamber. The issue will continue to be tracked and trended.

Event description:
A customer reported the chemical indicator on a cyclesure® 24 biological indicator (bi) did not change correctly after a completed sterrad® 100s cycle. No load was involved. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of cyclesure® 24 biological indicators not changing color correctly.